Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the radiology dept., the tabs on the peel away sheath tore off cleanly on one side making removal of the sheath from the catheter difficult. The user was able to remove the sheath and maintain access with the catheter. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a peel-away sheath with one of the tabs separated from the sheath body on one side. Inside the separated tab was smooth where it had been attached to the sheath body. Microscopic examination revealed an outline on the sheath body where the tab has been attached. A device history record review was performed on the peel-away sheath with no relevant findings. The probable cause of this complaint issue is manufacturing related. Further investigation has been initiated at the manufacturing site.

Manufacturer narrative:
Note: a request was made per FDA to re-submit report due to previously submitted fei number becoming inactive. Initial report submitted on 12/10/2015 under MDR#3003737899-2015-00012. Follow-up #1 submitted on 01/25/2016 under MDR#3003737899-2015-00012. MDR# should be corrected to 9680794-2015-00154 on both reports.

Event description:
Re-submission of report originally submitted on 12/10/2015.